Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID: (B)(6). Additional code: hwc. (B)(4). Implant date: sometime in 2011. The devices will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework but with one nonconformance noted. Nonconformance was written to scrap 1 piece due to an oversized thread. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally implanted with trochanteric fixation nail (tfn) for a hip fracture in 2011 (exact date unknown). A few years later (exact date unknown) the patient had a total knee replacement and developed osteomyelitis which resulted in an above the knee amputation. On an unknown date the patient went to the emergency room and tested positive for osteomyelitis. On (B)(6) 2016, the surgeon decided to remove the trochanteric fixation nail, helical blade, screw and end cap; all hardware was removed intact. The surgery was completed successfully with no medical intervention or delay in surgery. The patient was stable following surgery. This report is 2 of 4 for (B)(4).